Event description:
During the coiling of a carotid cavernous fistula, two penumbra coils of a total of 11 were not deployed and during retrieval into the microcatheter, they detached from the pusher. The first detached coil was the first coil used in the case. After 2-3 cm of deployment the physician was not able to push the coil anymore and bent the pusher attempting to push it. The physician was able to retrieve the coil in the microcatheter, but the coil itself stretched and detached (or broke). The coil remained in the catheter and the physician was able to retrieve it from the patient. The second detached coil was the last coil deployed during the case. While deploying, the catheter moved into the fistula in the carotid artery and the physician decided not to try to reposition the catheter and retrieved the coil in the catheter. There was no friction noted during coil movement. The physician retrieved the coil outside the catheter using the coil sheath. The catheter was still in front of the fistula and when they visualized under fluoroscopy to remove it, they found that the coil had detached and was partially out of the catheter. When the catheter was removed completely from the internal carotid artery (ica), the coil moved out of the catheter and stopped in front of the fistula. A stent was successfully positioned in the ica to stabilize the coil.

Manufacturer narrative:
Device investigation: results: the coil and pusher assembly were both returned but separated. The coil is incomplete. It is missing the proximal constraint ball. The proximal constraint ball is in the distal detachment tip (ddt) of the pusher assembly. The unintentional detachment noted in the complaint is confirmed. The cause of the detachment was a break in the sr wire near the proximal constraint ball. The distributor, who was not at the case, commented that his sales representative, who was present at the case, thought the physicians withdrew the coils too quickly however, the physicians remarked that they were treating the coils the same way they did other manufacturers' coils. This discrepancy may be explained by an attribute that is unique to the coil 400: the outer diameter of the pusher used to advance the coil is 0.020in, while other manufacturers coils use pushers that range from 0.010in to 0.012in in outer diameter. This diameter difference is important when discussing the force used to reposition the coils. Users judge the repositioning force applied by feel of the pusher in their fingertips. To pull harder, the user grips the pusher harder. Since the coil 400 has a larger diameter pusher wire, the user does not need to grip the pusher as hard to pull with the same force as he would a smaller diameter pusher. Due to this fact, the user must recalibrate the softer grip associated with a hard pull on a coil 400 pusher compared to other coils. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.